Manufacturer narrative:
The edwards 26 mm sapien 3 ultra valve was returned, unused, without its holder, within the solution jar. During visual inspection, tissue fibers were observed on all the leaflets from the outflow and inflow of the valve. No other visual abnormalities were noted on the frame, sutures, and shirt cloth. No functional or dimensional testing was performed as analysis would have been irrelevant for the event. The evaluation was based on visual inspection. As reported, the filament was lost after removing from the valve, so material analysis could not be performed. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Work orders related to the manufacturing of the device and its components were reviewed. The work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. As the event was unable to be confirmed, a lot history review is not required. Additionally, the occurrence rate did not exceed the november 2019 control limits for the applicable trend category, therefore, a complaint history review is not required. Imagery was provided by the complaint site. Small tissue fibers were observed along the leaflet edges. This fibrous appearance is a natural characteristic of bovine pericardial tissue and the fibers were not excessive in nature when compared to specifications. As such, the leaflets were in an acceptable condition. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The procedural training manual provides guidance on preparation of the valve. The thv is packaged sterile in a plastic jar with a screw-cap closure and seal. Before opening, carefully examine the jar for evidence of damage (e.g., a cracked jar or lid, leakage, or broken or missing seals). If the container is found to be damaged, leaking, without adequate sterilant, or missing intact seals, the thv must not be used for implantation, as sterility may be compromised. Remove the thv/holder assembly from the jar and inspect for any signs of damage. Rinse the thv as follows: gently swirl the thv/holder assembly in 500 ml sterile, physiological saline solution for a minimum of 1 minute. Repeat this process in the second bowl for a minimum of 1 minute. Leave the thv in the second bowl until needed. Do not allow the thv to come in contact with the rinse bowl or the identification tag. No other objects should be placed in the rinse bowls to minimize the risk of contamination or damage to the leaflets which may impact valve function. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to the particulate or filament was not returned per report. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, ¿some very small fibers were visible on the edge of the leaflet. The difficult to see in the picture but it can just see some on top right and left leaflet corners¿. The fibrous appearance on leaflet edges are a natural characteristic of bovine pericardial tissue, which was addressed in a technical summary, and are found to be acceptable. As the reported, the filament was lost after the removal from valve, a definitive root cause was unable to be determined at this time. No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. Additionally, no product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during the preparation of a sapien 3 ultra valve for a tf tavr case, a piece of material or thread was noted during rinsing. It appeared to be a bigger filament attached to one of the leaflets. The filament was removed with forceps by the operator to determine if the fragment was attached to the leaflet or not. When it came off it was difficult to know if the leaflet was ok or not. Unfortunately, the piece that came off was lost. Some very small fibers were visible on the edge of the leaflet. The decision was made not to use the valve and another valve was opened and implanted without complications.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.